Manufacturer narrative:
(B)(4). The reported event is confirmed as product was returned. Verified item and lot numbers on the head impactor matches the complaint. Cannot verify tip as it has not been etched. No visual damage to the threads. Dents and dings on strike plate. Verified the right color of the impactor tip. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor tip fractured during an initial shoulder surgery. This fracture occurred when the surgeon impacted the head onto the stem, and no fragments remained in the patient. The correct surgical technique was used and another impactor from a reverse tray was used to complete the surgery successfully. No patient consequences were reported as a result of this malfunction. Attempts have been made, and no further information has been provided.